Event description:
It was reported the handgun was not functioning while pushing the trigger during surgery. There was no harm and no delay. This was a new unit and was opened during this case. Evaluation of this device later found that the battery pack had several leaking batteries. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The device was returned heavily used, as there was fluid and blood on the handpiece as well as in the tubing and suction. The battery pack had several leaking batteries and appeared to have been submerged in liquid. The device did power on and function normally when connected to a lab battery pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.